Manufacturer narrative:
(B)(4). Insulation damage was noted at 32.5-33.5cm from the connector pin, consistent with clavicle crush damage. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 43.-44.0cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate hv therapy due to a vt storm. Some of the shocks were unsuccessful due to over current detection. Low, out of range high voltage lead impedance was observed. The lead was explanted.